Manufacturer narrative:
Concomitant medical products: 6935m62, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain after receiving therapy from their cardiac re synchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that right atrial (ra) lead exhibited intermittent atrial under sense during detected ventricular arrhythmias. It was also noted that the right ventricular (rv) lead displayed possible ventricular t-wave oversensing (twos). Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient has not had any recent reprogramming completed. Both leads remain in use. No patient complications have been reported as a result of this event.